Event description:
During a cross-over percutaneous transluminal angioplasty (pta) in the superficial femoral artery (sfa) on a female patient, the physician felt friction when pulling to remove the approach hydro st microwire wire guide from the cxi support catheter. After removing the wire guide from the catheter, the physician noticed that a couple of centimeters was separated from the tip. Inspection revealed a knot at the tip of the wire, which was probably due to the looping of the wire. The separated section partially remained inside the cxi catheter and therefore was removed. According to the initial reporter, a section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experienced any adverse effects due to this occurrence. On (B)(6) 2015: during the preliminary investigation of the complaint device, it was observed that only the (B)(4), approach hydro st microwire wire guide was returned. The mentioned cxi catheter and the separated section were not returned. A preliminary examination discovered that the polymer jacket, located at the distal end was torn, ultimately exposing the inner mandril wire. The stainless steel coil, measuring approx 12.0 cm in length was missing from the returned device. The initial info provided by the customer, indicated that the separated section of material was able to be removed from the patient while remaining inside the catheter. Based on the preliminary investigation, it was determined that this event should be made reportable.

Manufacturer narrative:
(B)(4). No known impact or consequences to the patient. The event is currently under investigation.